Manufacturer narrative:
Patient information was not provided. Date of event was not provided so report date was also used for date of event. There was no lot number or sample provided for this report so full investigation could not be completed. Customer reported this event was the result of user error and no fault with the device. The customer reported follow- up occurred on (B)(6) 2017 and training and support will be provided by the representative. This compliant report involves product cff1-270r curos disinfecting cap for needleless connectors which is sold outside the united states (ous). · current ous product packaging contains intended use information and states this product is intended for use on swabbable lure access valves as a disinfecting cleaner prior to line access.... · the cff1-270r curos disinfecting cap for needleless connectors noted in this adverse event was reportedly not applied to a needleless luer valve. It was applied directly to the catheter hub. 3m markets a similar product in the us, cff1-270 curos disinfecting cap for needleless connectors. The us product packaging was updated to include the following warning and cautionary statements: warning: to avoid potential injury - use only on needleless connectors caution: potential choking hazard this warning and caution statement is scheduled to be added to the ous packaging in march, 2017. The intended use and instructions for use packaging information is attached in the pdf. In addition, 3m provides training materials (including graphics) instructing customers to apply curos disinfecting cap for needleless connectors only to needleless connectors and not to apply the curos disinfecting caps directly to a catheter hub. Pdf of training materials are attached to this report. In summary, the packaging update clearly states via warning that the product should only be used on needleless connectors.

Event description:
Customer reported a cff1 270r curos cap was applied directly to the hub of a midline catheter which resulted in separation of the sponge. She reportedly witnessed the incident and was able to retrieve the sponge using a forceps. The midline catheter was reportedly removed following the incident due to infection risk. No additional information was available. Customer reported this event was the result of user error and no fault with the device. The customer reported follow- up occurred on (B)(6) 2017 and training and support will be provided by the representative.